Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and labeling. Based on a review of this information, the following was concluded: the complaint of a breach in the catheter was unconfirmed since the reported event could not be replicated. One 15cm niagara slim-cath was returned for investigation. The catheter exhibited evidence of use. Non-vad injection caps were attached to the luer adaptors. The bifurcation was discolored yellow. The catheter was received with the clamps closed over the extension legs. A functional test revealed no leak or breach in any part of the catheter when the lumens were pressurized with fluid. No air was able to enter through the catheter. Since a breach could not be identified in the catheter, the device does not appear to be the cause of the reported event. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a niagara slim catheter implanted via the right internal jugular vein on (B)(6) 2019. On (B)(6) 2019, heparinized saline solution which had been filled in the catheter was allegedly not remain in the catheter although the catheter was clamped. The clinical engineer and the nurse thought that there may be a crack on the catheter and heparinized saline solution leaked in the vessel through the crack. There was no reported patient injury.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a niagara slim catheter implanted via the right internal jugular vein on (B)(6) 2019. On (B)(6) 2019, heparinized saline solution which had been filled in the catheter was allegedly not remain in the catheter although the catheter was clamped. The clinical engineer and the nurse thought that there may be a crack on the catheter and heparinized saline solution leaked in the vessel through the crack. There was no reported patient injury.